Manufacturer narrative:
As no information was provided and as the serial number of the lead is unknown and the lead is not returned to be analysis, no conclusion could be established. The event is recovered in our database for trends purposes. Please find enclosed the report received from the FDA. Please find enclosed the report received from the FDA.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance, high threshold and high number of short v-v intervals. This report reflects information received by FDA in the form of a notification. Date of implant and reintervention are unknown.